Event description:
It was reported that premature battery depletion was observed. Device had reached eol and was explanted and replaced.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. No anomalies were found at the device met all specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.